Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to mixed urinary incontinence and moderate cystocele. No additional information was provided.

Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2010. The patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Resubmission with the correct file number (B)(4). It was reported that following insertion the patient experienced vaginal scarring.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent partial removal of sling on (B)(6) 2011 and (B)(6) 2012 secondary to urinary problems, pain, infection and bleeding and was removed on (B)(6) 2012 due to erosion. No additional information was provided. (B)(4) - urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.